Event description:
On (B)(6) 2015, the day after intubation, the nurses were monitoring the patient's wound dressing around the trach tube when it was noted that the trach tube and flange of the trach tube were no longer connected. This was due to the broken portion of the plastic piece, which connected them together. The physician was able to reintubate and replace the trach tube with a new one. The patient was not harmed at any point.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
Investigation: a review of complaint history, documentation, instructions for use (IFU), and quality control were conducted during the investigation. The product was not returned for evaluation. There is no evidence to suggest that the product was not manufactured to the correct specifications. Without additional information regarding this event, no conclusion can be drawn about the root cause. Based on the risk assessment performed, no additional actions are required at this time.

Event description:
On (B)(6) 2015, the day after initial intubation, the nurses were monitoring the patient's wound dressing around the trach tube when it was noted that the trach tube and flange of the trach tube were no longer connected. This was due to the broken portion of the plastic piece; which connected them together. The physician was able to reintubate and replace the trach tube with a new one. The patient was not harmed at any point.

Manufacturer narrative:
Lot # is unknown as not provided by the reporter. Expiration date unknown as lot is unknown. UDI # is unknown as no lot # was provided. Age of device is unknown as no lot # was provided. (B)(4). Device manufacturer date is unknown as no lot # was provided.

Event description:
On (B)(6) 2015, the day after initial intubation, the nurses were monitoring the patient's wound dressing around the trach tube when it was noted that the trach tube and flange of the trach tube were no longer connected. This was due to the broken portion of the plastic piece; which connected them together. The physician was able to reintubate and replace the trach tube with a new one. The patient was not harmed at any point.